Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) d9:yes return date:22-sep-2025 h3:yes serial# (B)(6) d9:yes return date:22-sep-2025 h3:yes serial# (B)(6) d9:yes return date:22-sep-2025 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: four batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned devices revealed that all of the batteries passed visual inspection. Functional testing revealed that the batteries flashed red on the battery charger due to a high max error. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause a battery to flash red when connected to a battery charger. The batteries were still able to charge and provide power to a controller. As a result, the reported not charging event could not be confirmed; however, flashing red caused by the high max error condition was likely perceived as the reported not charging event. The high max error condition on the batteries was able to be reset, after which the batteries performed as intended. Internal inspection of the batteries did not reveal any anomalies. Based on the available information, the most likely root cause of the reported event can be attributed to batteries that were out of calibration. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the batteries were not charging. When the batteries were placed on the battery charger they were flashing red. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 18-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 18-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 18-mar-2023 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.